Event description:
The customer returned the device stating, ¿the device had sticky latch/lock, corroded battery springs, possible fluid ingress¿; during device evaluation it was found that the downstream occlusion (dso) seal was detached, and the upstream occlusion (uso) seal was delaminated. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the customer reported issue of corroded battery springs was able to be confirmed through visual inspection but could not confirm the customer reported issue of the device had sticky latch/lock. The confirmed issue was resolved by replacing the battery compartment. Further investigation found the downstream occlusion (dso) seal was detached and upstream occlusion (uso) seal was delaminated. The device was repaired by replacing the battery door, dso seal and uso seal. The device passed all functional and delivery tests after the repair activities were completed. The product's service history records were reviewed and there was no indication that the complaint was related to the service of the device within the review period.